Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was not working. The field service engineer discussed the issue with the customer, reconfigured and tested it, then confirmed the issue was resolved successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed pyxis was no longer prompting users to log in with fingerprint authentication and additionally, several transactions now required a witness upon removal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.